Event description:
It was reported, that the implantable cardioverter defibrillator was unable to be interrogated with any form of telemetry, prior to implant. The device was not used. And a new device was implanted. This happened, prior to the procedure. And the patient was not involved.

Manufacturer narrative:
The reported field event of communication anomaly was confirmed in the lab. The cause of communication anomaly was due to a high current draw in the hybrid. The cause of high current draw in the hybrid was determined to be due to an intermittent capacitor connection anomaly which resulted in an insufficient internal supply in the hybrid. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.